Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 failed to stay closed. A field service engineer replaced the inseparable with a larger magnet type, but the drawer still did not sense open. Upon closer inspection, it was found that the sensor cable had been damaged by repeated contact with the slide. The sensor was replaced, and functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer failed and could not be recovered. The machine was reset twice to attempt a recovery, but the drawer remained in a failed state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.